Event description:
The customer reported the system's cine was not working properly. No pt injury reported.

Manufacturer narrative:
The ge rep conducted an on site investigation of the system. The rep replaced the cine scsi disk controller. The system now functions as intended, and was returned for customer use.